Event description:
In 2009, initial surgery was done with versanail ten for femoral neck fracture. A week after the surgery, the distal screw was removed to apply dynamization to the screw. A week after the revision of the screw, the pt had a pain. At approx one month post initial surgery, distal screws (14022-46/14022-65) were implanted again. At aboutone month later, the pt had a pain and the distal screw (14022-46) was found broken through x-rays. According to the doctor, the starting time of full load bearing was too early. However, the time of the load bearing was not mentioned. Four days later, the broken screw removed (14022-46).

Manufacturer narrative:
Although the product was not returned, a provided x-ray confirmed a broken screw. The manufacturing facility, reviewed the device history records for both products/lots and found no manufacturing deviations or anomalies. Provided info states according to the doctor, the starting time of full load bearing was too early. The investigation could not verify or identify any product contribution to the reported event. Based on the investigation, the need for corrective action is not indicated. Depuy considers the investigation closed. Should any add'l info be received to change the outcome of the performed investigation, the complaint will be re-opened.